Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event will not be returned as it was reported to be discarded. (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
It was reported that during a coiling treatment of an aneurysm, the embolization coil detached prematurely during positioning within the parent artery. Three endovascular retrieval devices were used to retrieve the coil successfully. The patient was reported to be doing well.no harm was reported.

Manufacturer narrative:
(B)(4).